Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the device not recognized by tandem device updater. During troubleshooting, tandem technical support confirmed issue. Additionally, it was reported that the pump battery could not be charged and was hot to the touch. Customer¿s blood glucose level was 125 mg/dl.

Manufacturer narrative:
Deice updater was verified. Battery issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.